Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having trouble a couple weeks ago and when they saw their neurologist, it was determined the ins was off. The caller said they never had a programmer to check the device status. No symptoms were reported.